Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images. Technical support requested customer soak, stylus and flush the washer manifold and repeat sample testing using the same reagents unexpected negative issue resolved by cleaning the washer manifold. Samples retested and resulted as expected.

Event description:
On (B)(6) 2015, a customer reported unexpected negative results when testing blood samples on the galileo echo instrument. Customer states that the reactions visually appear weak positive but are graded negative by the echo.